Event description:
It was reported that a revision would be performed one day after the report. The patient was implanted with new ins (implantable neurostimulator) a few weeks prior to the report. It was stated that intra-operative impedances were "high" and that this issue with the leads would be addressed at the revision. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient¿s extension was bad and it was replaced. It was stated the patient had normal intraoperative impedances and they had good coverage. It was later reported, there were no visible defects on the extensions.

Manufacturer narrative:
Product ID 3998, lot # v044336, implanted: (B)(6) 2009, product type lead; product ID 3998, lot # lb5191, implanted: (B)(6) 2003, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).